Event description:
The device was used during a lung resection procedure. The instrument cut but did not staple. The hosp has reported blood loss occurred. However, a transfusion was not required. The surgeon applied clamps and sutured to control the bleeding.